Manufacturer narrative:
The patient passed away the next day. Patient death was not reported in relation to the event this report covers. (Dissection of the left renal artery during the implant procedure.) The patient death is reported in the related cook incorporated complaint: 1820334-2025-01345-00. Additional information to aid the investigation was requested on three occasions; however, no information was provided. Imaging was requested on three occasions; however, no images were provided. Review of the device history record for lot number ac1192895 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. Review of the instructions for use (IFU) supplied with the device found it to contain appropriate warnings, precautions, and instructions to the user, including: 4.1 general use information: the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 5. Adverse events: potential adverse events that may occur and/or require intervention include, but are not limited to: ¿ vascular spasm or vascular trauma (e.g., iliofemoral vessel dissection, bleeding, rupture), potentially leading to death. ¿ vascular access site complications, including infection, pain, hematoma, pseudoaneurysm, arteriovenous fistula, dissection. ¿ aortic damage, including perforation, dissection, bleeding, rupture and death. ¿ vessel damage. There is no evidence to suggest the customer did not follow the instructions for use. A device evaluation could not be completed as neither the device nor photographic evidence of the device was returned for evaluation. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concluded that the complaint device was manufactured to specification. Based on the description of events, the cook graft did not cause or contribute to the patient¿s death, and no intrinsic device fault or failure was identified. The patient¿s cause of death, as determined by the physician, was haemorrhagic shock a definitive root cause could not be determined from the investigation. Possible causes are: - patient factors. - procedural factors. Should additional information or imaging be received at any time in the future, the investigation will be reopened, and an additional report may be submitted. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.

Event description:
An 84-year-old female patient underwent a fevar procedure in which the zenith fenestrated aaa endovascular graft proximal body-g32533, zenith fenestrated aaa endovascular graft distal bifurcated body-g32551, zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55219, and zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55225 were used. Access/pre closure bilateral common femoral arteries. Delivery of the proximal fenestrated endograft on the patients¿ left. Right renal artery was successfully stented. Dissection of the left renal artery during the implant procedure.

Manufacturer narrative:
The patient passed away the next day. Patient death was not reported in relation to the event this report covers. (Dissection of the left renal artery during the implant procedure.) The patient death is reported in the related cook incorporated complaint:

Event description:
An 84-year-old female patient underwent a fevar procedure in which the zenith fenestrated aaa endovascular graft proximal body-g32533, zenith fenestrated aaa endovascular graft distal bifurcated body-g32551, zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55219, and zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55225 were used. Access/pre closure bilateral common femoral arteries. Delivery of the proximal fenestrated endograft on the patients¿ left. Right renal artery was successfully stented. Dissection of the left renal artery during the implant procedure.